Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot number and complaint issue. Labeling was reviewed and found to be adequate. In-house testing of a retained reagent kit of the complaint lot was performed, and specifications were met which indicates the product is performing as expected. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it showed that the sensitivity performance of the lot is not adversely affected. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent for lot 41482be00 was identified.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo result for a known hiv positive patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): (B)(6) 2022 sid (B)(6) initial result = 0.52 s/co (nonreactive), (B)(6) 2022 sid (B)(6) repeat result = 359.77 s/co (reactive), (B)(6) 2022 sid (B)(6) repeat result = 373.95 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: complete sid is (B)(6). This report is being filed on an international product, list number 04j27 (architect hiv ag/ab combo) and has a similar product distributed in the us, list number 02p36 (architect hiv ag/ab combo). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.